Event description:
Noise was noted on the atrial and ventricular channels resulting in oversensing an inappropriate therapy. The device was explanted and replaced and the issue was resolved. No damage was noted on the leads during the replacement procedure and the physician suspects the cause of the event was the ICD. The patient is stable.

Manufacturer narrative:
No conclusion code available. The reported field event of noise on the atrial and ventricular channels was confirmed in the laboratory and was attributed to an anomalous capacitor connection to the electronic circuit board. As a result of the investigative findings, corrective and preventative actions have been initiated to address this field return condition.